Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had a power supply problem of the therapy board, an error: (1:17) 18v therapy supply out of range, value = 8.38 is present.¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device has a problem with power supply of the therapy card, an error: (1:17) 18v therapy supply out of range, value = 8.38 is present. After re-running a functional test, the error is no longer present. The customer still wishes to send the device for bench repair to verify its proper functionality. However, the service quote got expired. Multiple good faith efforts were made to obtain additional information regarding cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed.